Event description:
Case: tracheostomy. After the surgeon opened the trachea and while using an electrocautery, a flash fire occurred. The dry gauze used for packing caught on fire. The surgeon immediately smothered the flame. The case was completed. There was no injury to the pt. The surgeon does not think that the flash entered the trachea.